Manufacturer narrative:
Additional information: b1, d9, h1, h2, h3, h6 and h11. H11: the device was received for evaluation. Internal and external inspection was performed and no issues were noted. A short simulated therapy was successfully performed. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was not verified. The cause of the condition could not be determined. Based on additional information received, amia device was determined not to be a factor in the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
G1: device manufacturer postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an automated peritoneal dialysis (pd) patient experienced shortness of breath, nausea and felt bloated during an unknown process step of pd therapy. The patient was connected to the amia device at the time of the events. The patient presented to the hospital to be drained. It was reported the patient was successfully drained using another cycler and no issues were noted. Renal therapy services initiated the swap of the device and continuous ambulatory peritoneal dialysis was discussed. No additional information is available.